Event description:
Customer reported a high blood glucose level of 28.2 mmol/l, suspected cause unknown. Customer performed a correction injection via multiple daily injections (mdi) and changed the cartridge and infusion set before contacting support, therefore refused further replacement of supplies. Technical support recommended consulting with a healthcare provider to discuss potential factors affecting blood glucose levels and advised the customer to monitor levels and reach out if necessary. Customer understood and acknowledged the instructions.